Manufacturer narrative:
Premarket / 510(k) #: k163248 and k151895. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental emdr will be filed.

Event description:
It was reported to boston scientific corporation that an acquire pulmonary needle was used during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2022. During the procedure, the first exit of the sheath from the tip of the device was slightly difficult but the needle reached the lump to be punctured. The operator re-introduced the device into the endoscope channel, but the sheath did not slide forward. The needle handpiece was blocked and did not allow any movement of either the sheath or the needle. The procedure was not completed successfully as a second needle device was not available. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.